Event description:
It was reported that the customer experienced multiple occasions where the insulin gauge was inaccurate and static. Customer continued to use the existing cartridge. There was no reported adverse impact to the customer's blood glucose level.